Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust/check belt messages) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The root cause for the failure was the cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging the 5 volt wire in the cable and breaking the j704 off of the distribution node (dn) pca. The root cause for the strained cable was excessive force. Investigation underway. See car-1142. There was no adverse event that resulted from the damaged belt.